Manufacturer narrative:
Approximate age of device ¿ 86 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The system controller was returned for evaluation. The reported event of the system controller failing to alarm was not confirmed during the analysis. The data log file was successfully retrieved and contained routine power cable disconnect and low battery advisory alarms. Two episodes of the speed reductions to 0 rpm accompanied by motor stopped alarms were recorded. The recorded time stamp suggests that the first incident was presented for approximately 2 seconds and the second incident for approximately 7 seconds. The investigation did not identify a correlation between the returned system controller and the events recorded in the log file. The system controller was functionally tested and was found to operate as intended. All audio and visual signals were verified during the test. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's symptoms were described as syncope, but specific symptoms were not provided.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital with unspecified symptoms, and upon interrogation of the system controller it was noted in the event history that low flow and pump off events had occurred. The patient and his wife stated that the system controller did not alarm. The system controller was exchanged.